Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) has a bad lower display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the display lens was broken. The upper/lower cases and ring cover were also broken. The side bail covers were also broken and contaminated. The battery contacts were compressed and the keyboard was scratched. The printed circuit board was contaminated and the battery flex was corroded.